Manufacturer narrative:
Additional information: the reported field event of an radio frequency (rf) telemetry was confirmed in the laboratory via review of the session records. Rf was found to not function due to an internal error. Upon receipt, the device was interrogated normally using rf and inductive telemetry. The device was tested on the bench and no anomalies were found. The cause of the reported event could not be determined.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient had no rf telemetry either through merlin transmitters or with an rf antenna. The inductive telemetry was normal. Review of the session record found rf internal error to be present. Performing a firmware download was discussed. The patient is being scheduled for a new device. There were no adverse consequences to the patient as a result of this event.

Event description:
New information notes that the device was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was noted to be stable following the procedure.